Event description:
It was reported that this right atrial (ra) lead exhibited noise and high out of range pace impedance measurement greater than 2,500 ohms. Imaging confirmed a lead fracture. Ts discussed troubleshooting and programming options. Plans are to replace the ra lead. No adverse patient effects were reported. At this time, the lead remains implanted and in service.

Event description:
It was reported that this right atrial (ra) lead exhibited noise and high out of range pace impedance measurement greater than 2,500 ohms. Imaging confirmed a lead fracture. Ts discussed troubleshooting and programming options. It was noted this patient primarily needs the implantable cardioverter defibrillator (ICD), and is very rarely paced. Plans are to replace the ra lead at an unknown date. No adverse patient effects were reported. At this time, the lead remains implanted and in service. Additional information revealed the lead was surgically abandoned, and subsequently a new lead of a different model was successfully implanted.